Event description:
Scope was placed in the accurate position, needle advanced over the bridge of the pentax scope. While maneuvering the needle, the needle broke +/-5 cm from the tip. The broken needle part was left in the body of the pt as soon as they determined that it could do no harm at that time. They used a new regular echo-19 needle to complete the procedure. This was completed successfully. After finishing up they used an overtube to get the needle part that was broken out of the pt. This needle retrieval was done as part of the original procedure. This took over an hr to get this done. Broken needle fragment of about 5 cm was retrieved using a overtube. No additional procedures were required. No adverse effects on the pt were reported to have occurred due to this event.

Manufacturer narrative:
The actual lot number of the echo device involved in this complaint was not confirmed. The file has recorded two possible lots - c714611 or c638708. There was no echo-hd-19-a device of lot c714611 or c638708 in stock at the time of the investigation. We were advised that the device involved in this complaint was available to be returned for eval but the device has not been received at cook (B)(4). With the info provided a document based investigation was carried out. If the device is received at a later date, the complaint file will be reopened to include details of the complaint investigation. The complaint info stated that the user of the device had the following issue "scope was placed in the accurate position, needle advanced over the bridge of the pentax scope. While maneuvering the needle the needle broke +/-5 cm from the tip. The broken needle part was left in the body of the pt as soon as they determined that it could do no harm at that time. They used a new regular echo-19 needle to complete the procedure. After finishing up they used an overtube to get the needle part that was broken out of the pt. This took over an hr to get this done. They kept the needle part for exam." As the device was not returned for eval, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for the echo devices of lots c638708 and c714611 did not reveal any discrepancies that could have contributed to this issue. From the info provided, the needle had broken before entering the targeted site. No additional procedures were required. Retrieval of the broken piece of needle from the pt was part of the original procedure. No adverse effects on the pt were reported to have occurred due to this event. The (B)(4) complaint history has been reviewed and the occurrence of this complaint type is low. However, complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time.